Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The device has not been returned. If the device returns, a device investigation will be performed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the procedure to treat a berry shape 6mm aneurysm with a 3mm neck side that branches at 90° take off with medium vessel tortuosity, the pulserider (201d / w3255-10) device was deployed through the prowler select plus (catalog and lot number not available) in the desired location in the extra-aneurysmal orientation but it proved to be unstable and moved proximally in the basilar artery and became entangled with the microcatheter (stryker, sl-10). The pulserider is inside the prowler select plus microcatheter, the sl-10 microcatheter was trapped inside the pulserider device. The physician removed the entire system (the envoy da guide catheter, the prowler select plus microcatheter, the pulserider and the sl-10 microcatheter) to minimize the potential for adverse events such as blood clots and dissections. There was no issue reported with the prowler select plus microcatheter. It was suspected that the issue could have been due to the lack of support from the envoy da guiding catheter. The physician replaced the 25cm, 6fr sheath with a 40cm, 8fr sheath, then used the same envoy da guiding catheter but placed it much more distally and redeploy the pulserider device and the procedure was completed. The reported issue resulted in an approximately 15 minutes delay in the procedure, but it was completed without any patient consequence. The patient was reported to be doing fine. The product is available to be returned for analysis.

Manufacturer narrative:
(B)(4). The purpose of this MDR submission is to document the result of the analysis of the production records for lot w3255-10, and to report that report that the product was received by the product analysis lab on (B)(6) 2018. The return product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. During the review of the lot history records for lot w3255-10, it was noted that 5 units were rejected due to kinked units, which is a defect that may be associated with the type of failure mode as reported in the complaint. However; the device history (DHR) review confirmed that all product rejected during manufacturing were identified as scrap and properly accounted for. No other issues were noted that were considered potentially related to the reported complaint. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. [Conclusion]: the healthcare professional reported that during the procedure to treat a berry shape 6mm aneurysm with a 3mm neck side that branches at 90° take off with medium vessel tortuosity, the pulserider (201d / w3255-10) device was deployed through the prowler select plus (catalog and lot number not available) in the desired location in the extra-aneurysmal orientation but it proved to be unstable and moved proximally in the basilar artery and became entangled with the microcatheter (stryker, sl-10). The pulserider is inside the prowler select plus microcatheter, the sl-10 microcatheter was trapped inside the pulserider device. The physician removed the entire system (the envoy da guide catheter, the prowler select plus microcatheter, the pulserider and the sl-10 microcatheter) to minimize the potential for adverse events such as blood clots and dissections. There was no issue reported with the prowler select plus microcatheter. It was suspected that the issue could have been due to the lack of support from the envoy da guiding catheter. The physician replaced the 25cm, 6fr sheath with a 40cm, 8fr sheath, then used the same envoy da guiding catheter but placed it much more distally and redeploy the pulserider device and the procedure was completed. The reported issue resulted in an approximately 15 minutes delay in the procedure, but it was completed without any patient consequence. The patient was reported to be doing fine. The product was returned for evaluation and analysis. The investigational finding is documented below. Investigation summary: the device was returned with the label that matched the complaint information. The device was returned with the implant in the introducer sheath. A kink was observed on the delivery wire at approximately 56cm, 69 cm, and 82 cm from the proximal end of the device. The aneurysm neck reconstruction device (anrd) was advanced out of the introducer. The device was then inspected under a lab microscope. The leaflets of the implant were intact and in correct position. The arch was seen intact as well as the anchor. A kink was seen on one side of the fork. A slight bend in the delivery wire was seen just proximal of the crimp connection between the fork and delivery wire. The crimp connection between the fork and the delivery wire was seen intact. The device was inserted through a rotating hemostatic valve (rhv) connected to a prowler select plus microcatheter. The anrd was successfully advanced and retracted from the microcatheter. There was slight resistance felt during advancement and retraction of the device. During the review of the lot history records for lot w3255-10, it was noted that 5 units were rejected due to kinked units, which is a defect that may be associated with the type of failure mode as reported in the complaint. However; the device history (DHR) review confirmed that all product rejected during manufacturing were identified as scrap and properly accounted for. No other issues were noted that were considered potentially related to the reported complaint. Investigation conclusion: the complaint that the anrd migrated could not be confirmed. The environment in which the implant is positioned cannot be recreated in the lab. The complaint of anrd kinked/bent-in patient is confirmed. There was a kink found on the fork of the proximal implant and then the delivery wire was slightly bent proximal to the crimp connection to the fork. This suggests that an attempt may have been made to advance the device against some resistance and excessive force was applied as also indicated by the kinks observed on the delivery wire. The complaint of delivery wire - pulse rider withdrawal difficulty - through microcatheter with loss of cerebral target site is confirmed. There was resistance felt when advancing and retracting the anrd through the microcatheter, which may be attributed to the bend in the delivery wire which may cause the implant to experience friction along the inner walls of the microcatheter. 100% of devices undergo in-process inspection. It is unlikely that the device left the manufacturing facility with the observed damages. Device migration, device kinked/bent-in patient, and device withdrawal difficulty through the microcatheter are known potential issues associated with the use of the pulserider aneurysm neck reconstruction device. The reported device migration issue could not be confirmed in the lab due to lab limitation in the ability to recreate device implantation position. The kinked/bent issue and the withdrawal difficulty issue were confirmed. The exact causes were not conclusively determined. However, it is possible that circumstances of the procedure and/or device manipulation/interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to revise the device code and to correct the manufacture contact information in section g. [Conclusion]: the healthcare professional reported that during the procedure to treat a berry shape 6mm aneurysm with a 3mm neck side that branches at 90° take off with medium vessel tortuosity, the pulserider (201d / w3255-10) device was deployed through the prowler select plus (catalog and lot number not available) in the desired location in the extra-aneurysmal orientation but it proved to be unstable and moved proximally in the basilar artery and became entangled with the microcatheter (stryker, sl-10). The pulserider is inside the prowler select plus microcatheter, the sl-10 microcatheter was trapped inside the pulserider device. The physician removed the entire system (the envoy da guide catheter, the prowler select plus microcatheter, the pulserider and the sl-10 microcatheter) to minimize the potential for adverse events such as blood clots and dissections. There was no issue reported with the prowler select plus microcatheter. It was suspected that the issue could have been due to the lack of support from the envoy da guiding catheter. The physician replaced the 25 cm, 6 fr sheath with a 40 cm, 8 fr sheath, then used the same envoy da guiding catheter but placed it much more distally and redeploy the pulserider device and the procedure was completed. The reported issue resulted in an approximately 15 minutes delay in the procedure, but it was completed without any patient consequence. The patient was reported to be doing fine. The product was returned for evaluation and analysis. The investigational finding is documented below. Investigation summary: the device was returned with the label that matched the complaint information. The device was returned with the implant in the introducer sheath. A kink was observed on the delivery wire at approximately 56 cm, 69 cm, and 82 cm from the proximal end of the device. The aneurysm neck reconstruction device (anrd) was advanced out of the introducer. The device was then inspected under a lab microscope. The leaflets of the implant were intact and in correct position. The arch was seen intact as well as the anchor. A kink was seen on one side of the fork. A slight bend in the delivery wire was seen just proximal of the crimp connection between the fork and delivery wire. The crimp connection between the fork and the delivery wire was seen intact. The device was inserted through a rotating hemostatic valve (rhv) connected to a prowler select plus microcatheter. The anrd was successfully advanced and retracted from the microcatheter. There was slight resistance felt during advancement and retraction of the device. During the review of the lot history records for lot w3255-10, it was noted that 5 units were rejected due to kinked units, which is a defect that may be associated with the type of failure mode as reported in the complaint. However; the device history (DHR) review confirmed that all product rejected during manufacturing were identified as scrap and properly accounted for. No other issues were noted that were considered potentially related to the reported complaint. Investigation conclusion: the complaint that the anrd migrated could not be confirmed. The environment in which the implant is positioned cannot be recreated in the lab. The complaint of anrd kinked/bent-in patient is confirmed. There was a kink found on the fork of the proximal implant and then the delivery wire was slightly bent proximal to the crimp connection to the fork. This suggests that an attempt may have been made to advance the device against some resistance and excessive force was applied as also indicated by the kinks observed on the delivery wire. The complaint of delivery wire - pulse rider withdrawal difficulty - through microcatheter with loss of cerebral target site is confirmed. There was resistance felt when advancing and retracting the anrd through the microcatheter, which may be attributed to the bend in the delivery wire which may cause the implant to experience friction along the inner walls of the microcatheter. 100% of devices undergo in-process inspection. It is unlikely that the device left the manufacturing facility with the observed damages. Device migration, device kinked/bent-in patient, and device withdrawal difficulty through the microcatheter are known potential issues associated with the use of the pulserider aneurysm neck reconstruction device. The reported device migration issue could not be confirmed in the lab due to lab limitation in the ability to recreate device implantation position. The kinked/bent issue and the withdrawal difficulty issue were confirmed. The exact causes were not conclusively determined. However, it is possible that circumstances of the procedure and/or device manipulation/interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.